Event description:
It was reported that there had been an anchor issue. It was reported that the physician placed anchoring device over catheter intraoperatively, he deployed the device and noted more resistance than he normally experiences. The catheter had been dripping cerebral spinal fluid (csf) consistently. The physician noted the csf had stopped dripping for a short time. It was noted that the physician was looking at the incision and noted the anchor was not setting on the catheter normally. It was noted that usually the anchor was tapered at each end. It was noted that the end closest to the fascia was rolled onto itself, like it folded at the end of the anchor and was not smooth against the catheter. It was noted that the physician did nothing to the anchor yet but noted csf flow was dripping again. It was noted that they were not sure why csf flow had stopped for that short period of time. Physician did not feel comfortable leaving the anchor on so he removed the anchor and added a new anchor which did not have any issues. It was noted that the catheter was patent with csf and no further issues were noted with the implant. The pump system was delivering morphine. Additional information received reported that it was only the anchor provided in the catheter kit. It was noted that it did not affect the patient at all. The physician removed the anchor without incident and replaced with another anchor from another kit. It was noted that there were no patient issues.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID neu_unknown, serial# unknown, product type unknown; product ID neu_unknown, serial# unknown, implanted: (B)(6) 2014, product type unknown; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).